Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator's battery was prematurely depleting as the battery longevity projection had changed from three and a half years remaining to 11 months in one year. Boston scientific technical services (ts) recommended device replacement within 90 days or a recalculation of battery longevity prior to that. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) battery was prematurely depleting as the battery longevity projection had changed from three and a half years remaining to 11 months in one year. Boston scientific technical services (ts) recommended device replacement within 90 days or a recalculation of battery longevity prior to that. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator's battery was prematurely depleting as the battery longevity projection had changed from three and a half years remaining to 11 months in one year. Boston scientific technical services (ts) recommended device replacement within 90 days or a recalculation of battery longevity prior to that. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned for analysis.